Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working, as the device was not inflating due to a fluid loss. A surgical procedure was performed to remove the ipp. There were no patient complications reported.